Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated insulin was squirting out and the piston continued to move forward after reservoir contact. Drive support cap was noted to be damaged. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to protruded/loose drive support disk. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.